Event description:
It was reported that during a nasal procedure using an entact septal stapler, the stapler was not functioning properly and the staples were coming out after deployed. Two additional staplers were opened, however, these yielded the same results. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.